Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the electrode was noted to have been too left with a noted bend in the electrode body. X-ray confirmed the left position. This electrode will be repositioned at a future date. No adverse patient adverse effects were reported. No adverse patient effects were reported.